Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm while changing the infusion set. The customer stated that during the call, she was able to clear the alarm. The customer also mentioned having a high blood glucose level of 410 mg/dl. The customer treated with a manual correction. The customer declined to troubleshoot for high blood glucose levels. The product was not returned for analysis.